Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eight appropriate treatments, three which converted the arrhythmias to a slower rhythm, two which did not convert the arrhythmias, and three which resulted in pos shock asystole. The patient also received an inappropriate treatment. The device was started up at 01:47:55 on (B)(6) 2023. At 11:10:22, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 11:11:45, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 50 bpm with motion artifact and hb. At 11:13:41, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 11:14:13, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact, pvcs and hb. At 11:16:09, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 11:16:56, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 115 bpm with motion artifact. At 11:17:24, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was asystole for 22 seconds with intermittent cardiac activity and unconducted p waves. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:18:03, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia/rhythm from 40-60 bpm with hb. Post shock rhythm was sinus rhythm @ 90 bpm. At 11:20:05, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 11:20:38, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was vt @ 220 bpm. At 11:21:11, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was vt @ 150 bpm with motion artifact. At 11:21:45, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity for 15 seconds transitioning to sinus bradycardia @ 50 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:22:21, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was asystole with intermittent cardiac activity for 11 seconds transitioning to sinus rhythm @ 60 bpm with hb and pvcs. The rhythm then transitioned to af @ 140 bpm pvcs/nsvt. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 11:27:55 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.